Manufacturer narrative:
Date of event: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for molding defect was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Evaluation of the customer samples was conducted and molding defect was observed. Additionally, evaluation of the retain samples was conducted and molding defect was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the mould tool. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a traces of brown at the bottom. No report of injury or medical intervention. No report of blood exposure to mucous membrane.